Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased capture threshold was observed. Programming changes were made. The patient will be monitored.